Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a blank display after attempting to un suspend their insulin. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 155 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
After the battery was installed in the insulin pump it power up, counted up to the number seven and it was followed by a blank display due to cold solder joint connector at the mother board. The device had cracked case at display window corners, minor scratched lcd window, and stained back address/serial number label.